Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: bd had not received samples or photos for evaluation. Retain samples from bd inventory could not be evaluated as the expiration date had been exceeded. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of expired tubes. Bd was not able to identify a root cause for the indicated failure mode and makes no claims on the use of expired products.

Event description:
It was reported the bd vacutainer® sst¿ blood collection tubes were used after the expiration date. Report (1 of 2). The following information was provided by the initial reporter. The customer stated: "approximately 25 expired tubes were used."